Event description:
It was reported, the patient experienced pain with a loss of pain control about a week prior. Fluoroscopy image revealed the catheter tip was not in the intrathecal space yet the anchor was still intact. Surgery was performed and the spinal segment of catheter was replaced on (B)(6) 2013. Patient status was alive, no injury, no adverse event. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID: 8835 serial# (B)(4), product type programmer, patient product ID: 8784 serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8781 serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).